Event description:
Hospitalized due to his diabetes [diabetes mellitus inadequate control]. Case description: incident does not represent a serious public health threat. This spontaneous report received from (B)(6) reported by a consumer as "hospitalized for diabetes" concerns a male patient (age: not reported) treated with novopen 4 (insulin delivery device) from (start and stop date unknown) for diabetes. Patient's height: not reported. Medical history includes diabetes (type and duration unknown). On an unknown date, the patient was hospitalized due to his diabetes and wanted to order a novopen 4. Action taken to novopen 4 was not reported. The overall outcome was reported as unknown.